Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported the last refill was on (B)(6) 2021 with an interval between two refills of two and a half months. When the physician tried to empty the pump, the pump was already empty. The patient experienced symptom return. The patient was hospitalized and was under observation by the physician. A catheter opacification and rotor exam would be performed. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported.

Event description:
Additional information was received. A refill procedure was performed on (B)(6)2021 10 days after the last refill of 19 ml. The expected volume was 18.1 ml and the emptied volume was 17 ml. A new refill procedure was planned for (B)(6)2021 to confirm whether there was a new discrepancy. Neither a rotor exam nor catheter opacification had been performed. A session report from (B)(6)2021 at 2:58 pm was provided. The pump was delivering baclofen (2,000.0 mcg/ml at 469.8 mcg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Another refill was performed during the month of august. The same volume discrepancy was observed. According to the healthcare provider the discrepancy is stable in the time and therefore it is predictable. The company representative did not have access to the exact volumes, and it would not be made available by the physician. No further diagnostic tests/troubleshooting was performed. The refill performed in august was the third one since the first issue was observed. It was indicated that no further test was needed according to the healthcare provider. The cause of the pump having been found empty unexpectedly at a refill and further volume discrepancies at refills were not determined. It was noted that no further investigation was to be performed. For now, the physicians had decided to maintain the pump implanted as it seemed to work correctly despite the slight discrepancy in volume. In addition, they did not want their patient to undergo a new surgical procedure just to correct the volume discrepancy. To prevent any issue (withdrawal), the refill procedures were planned to occur one month before the refill date communicated by the physician programmer. The patient was not experiencing any symptom. It was further noted that as explained above, the volume discrepancy observed was always the same (1 or 2 ml); therefore, was manageable by the physic ians. The pump remains implanted. If replacement is planned the company representative would collect the pump for analysis.

Event description:
Additional information was received via a company representative. The next refill was planned to occur in approximately 10 days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that a refill procedure occurred on (B)(6) 2021 as planned. The actual reservoir volume (arv) was 16 ml, and the expected reservoir volume (erv) was 14 ml. Thus, a 2 ml difference was observed in 30 days. The patient was stable from a clinical standpoint. A new refill procedure was expected in 2 months to observe if the discrepancy was aggravated.